Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device photo evaluation: visual analysis of the photographs identified device with broken device and red particles material was found on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of bleeding and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "after an attack of intense laughter to perceive the sensation of heat in the left chest, blood coming out of the wound", "when pressing the wound, observed a leak of silicone", "implant completely burst, with multiple blood clots and gel in the cavity", "the patient denies evidence of blunt trauma to the chest".

Event description:
Healthcare professional reported "after an attack of intense laughter to perceive the sensation of heat in the left chest, blood coming out of the wound", "when pressing the wound, observed a leak of silicone", "implant completely burst, with multiple blood clots and gel in the cavity", "the patient denies evidence of blunt trauma to the chest". The device was explanted.